Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0511 perforation of vessels / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that she would need to visit the emergency room (ER) due to profuse bleeding caused by the sensor striking an artery during insertion. The patient stated that medical intervention was required to stitch the affected artery. No additional details were documented regarding the ER visit, treatment provided, or follow-up care. Although attempts to follow up with the patient for additional event details were made, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.